Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period jun-2019 through may-2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a

Manufacturer narrative:
The service engineer inspected the unit and reported that the power supply was defective, resulting in a failure to power on. To resolved the problem, the service engineer replaced pwr sply / chrgr w / o ext dc inpt. Unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted. The full name of the initial reporter was shortened due to field character limit; the full name is (B)(6). The full name of the event site was shortened due to field character limit; the full name is (B)(6) hospital. The full event site address was shortened due to field character limit; the full address is: (B)(6)

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) was not able to turn on. There was no patient involvement, and no adverse event reported.